Event description:
Rash developed despite rotating site. Symptoms: skin rash, rash, irritation with pustules suspect drug, dosing: not sure of brand used. Dose or amount: 1, frequency; ud, route: top. Dates of use: 2009. Diagnosis for use: incontinence.